Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system presented for follow-up, at which time an exposed device was noted. The patient was hospitalized and the entire system explanted. No return of product is expected; the patient was administered antibiotics and blood work commenced. A new system implant is planned for a future date.